Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported an issue with the fixation of the implant to the cement and not the bone to the cement with no objective signals in the imagery.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Regional vigilance officer reports that she received a notification from a surgeon regarding depuy tricompartimental attune implants. 70 devices were implanted between 2016 and 2018. The surgeries were carried out in a classic way, with a favorable patient evolution between 6 to 18 months. The patients' condition then deteriorated with appearance of collar type disabling mechanical pain with regards to the tibial base. For 11 patients, a revision surgery was justified, due to the patients conditions. This complaint is case 7 of 11 reported revision surgeries.